Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the mid left anterior descending (lad) artery with moderate tortuosity and heavy calcification. Pre-dilatation was performed with a non-abbott balloon. The 4.5 x 8 mm nc trek was then advanced to the mid lad; however, resistance was noted with the calcification upon crossing. The balloon was pressurized to 12 atmospheres; however, the balloon would not expand. The nc trek was removed without issue. The balloon was inflated outside the anatomy, and a balloon rupture was found. A non-abbott balloon was used to continue the procedure. It was noted that the nc trek was prepared per the instructions for use, prior to use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.